Event description:
It was reported that the 9900 system would not boot up. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Based on the investigation, reloaded software and all remote user tool (rut) files. The system was tested and found to be working as intended and placed back into service.